Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that the bur broke during a craniotomy procedure. It was further reported that a spare bur was used to complete the procedure. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The definitive root cause could not be determined. The device was disposed of by the customer, however a review of a photograph of the broken device confirmed the breakage. The quality investigation is complete.

Event description:
It was reported that the bur broke during a craniotomy procedure. It was further reported that a spare bur was used to complete the procedure. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.